Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a dislodged component on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump encountered system error 105, they were not found during clinical use but rather in the history log during evaluation by biomed. Any patient involvement, injury or medical intervention is unknown.